Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a carefusion remediation team rep. "[Name removed] from remediation team called and just put in a gde in unit after issues with tca replacement and now he cannot get any alarms to sound. Will dispatch service call to repair unit with new gde and possible speaker issue. No pt involvement."

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes derived based on info documented by a carefusion tech support specialist in response to a phone conversation with a carefusion remediation team rep. (B)(4). The following info concerning the eval of the device is a summary of the info documented by the carefusion field service rep. The carefusion field service rep evaluated the device, verified the complaint and determined that the root cause of the reported event was a faulty gas delivery engine (gde). The carefusion field service rep. Replaced the gas delivery engine (gde) and ran the device through a complete calibration and checkout to ensure that it meets all factory specs. Upon completion, the device was returned to the user facility's control ready to be placed back into service. Carefusion issued a return goods authorization (rga) number for the return of the alleged faulty gas delivery engine (gde) for eval. As of (B)(4) 2012, the alleged faulty gas delivery engine (gde) has not been received by carefusion. Once the gas delivery engine (gde) has been received and the eval completed, a f/u medwatch report will be submitted.